Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) medical center. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server multiple station had cubie pocket/read, write, or invalid cubie memory error. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section e initial reporter state. Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple station facing cubie pocket/read, write, or invalid cubie memory. A technical support specialist (tss) reviewed the station logs and identified device command failures caused by cubie pocket read/write errors. The tss checked the all-event log and the med application log, then confirmed the issue with missing row board. The tss escalated the issue to product support engineer. Then, the tss followed the knowledge article for guidance, and pushed the latest firmware to resolve the communication errors. Finally, the tss verified the update and confirmed the issue was resolved on the affected devices. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server multiple station had cubie pocket/read, write, or invalid cubie memory error. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.